Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Category number ¿ 11-107017, lot number - 616450, expiration date ¿ july 30, 2020, manufacture date ¿ july 19, 2010; or the part/lot information could be: category number ¿ 11-107016, lot number - 114090, expiration date ¿ june 30, 2019, manufacture date ¿ june 11, 2009.

Manufacturer narrative:
This follow-up report is being filed to relay second revision procedure date, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised in 2012 due to an unknown reason. Patient underwent a further revision procedure on (B)(6) 2014 due to a loose acetabular cup.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on an unknown date due to an unknown reason. It was further alleged, patient will require a revision procedure due to acetabular loosening. There has been no reported revision procedure to date. A review of the invoice history indicates patient underwent a total hip arthroplasty on (B)(6) 2010. An invoice history could not be located to confirm the revision procedures and which components were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay correct initial notification date.